Event description:
After being used to treat a pt for a week, the oscillator (driver) began running rough, appearing to be "misfiring". The pt circuit was replaced and the 3100a operated normally for 3 hrs, after which the driver again began to run rough. The pt was placed on a conventional ventilator without any compromise reported.